Event description:
Device broke or disassembled during use. The dealer reported to me that a surgeon removed a nail that had been implanted 18 month ago. As the nail shows, the fracture accrued at distal screw hole. The tibia is healed correctly.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (device broke of dissembled during use) and product code hsb.